Event description:
The customer reported that the monitors had black and white vertical strips, resulting in the displayed images being unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ribbon cable was reseated. The system was tested and found to be working as intended and returned to service.